Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose levels were 30 mg/dl to 40 mg/dl, 400 mg/dl to 500 mg/dl and 135 mg/dl to 137 mg/dl. The customer had been using the insulin pump system within 48 hours of the incident. The customer treated low blood glucose level with food, orange juice and carbohydrates. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The customer did not allege the insulin pump for over delivery. The insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.